Event description:
It was reported that the patient's pump was replaced on (B)(6) 2011. The reason for the removal was a discrepancy in the reservoir volume. No patient injury was reported. The drugs used in the pump at the time of the event were morphine, baclofen, and bupivicaine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).